Event description:
St. Jude medical, daig division was notified on may 1, 2001 of an event that occurred during a radiofrequency ablator procedure which occurred in 2000. The patient experienced acute tamponade which was successfully treated with a pericardial tap.